Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had blurred vision, unable to wear prescription glasses and could not tolerate large refraction. Per physician there was lens dislocation. The iol was exchanged for another company lens. As per the surgeon statement, additional surgical interventions pars plana vitrectomy (ppv), yamane, ab interno canaloplasty (abic), limbal relaxing incisions (lri), ishf, binocular indirect ophthalmoscope (biom) were performed. There was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction: on initial MDR the patient code of 2138 was an error. It should have been 2137 on the original MDR. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. No reason for the dislocation was provided. The explanting surgeon was not the implanting surgeon. The information provided indicated the patient could not tolerate the large rx needed for glasses. The 20.0 diopter lens was replaced with a non-company 24.0 diopter lens. The difference of 4.0 diopter replacement may indicate the patient's prescription need may have changed in the 10 year interval from the implant date. The manufacturer internal reference number is: (B)(4).